Manufacturer narrative:
(B)(4). Additional information: the analysis results of the device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws scissor clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the clip was not fed into the jaws properly at the 1st firing and scissoring occurred a few times when the device was used on the duodenum. No clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The device was not fired across something hard such as a clip. The clip was fed into the jaws properly before the incident. There was no unexpected resistance in grasping the trigger. There was no unexpected noise at the incident. There was no torquing or twisting of the device present at the time of firing. There was no unexpected resistance at releasing the device. The device was not fired after the incident.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.